Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic. The atrial lead exhibited a loss of capture and high impedance. The patient presented for a lead revision. The lead was capped and replaced. The patient was doing well post procedure.